Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the hard drive may need to be replaced and software reloaded. No conclusion can be drawn as repair info is unavailable.